Event description:
It was reported that a day prior to this call patient had to be catheterized because he could not urinate and caller thought it might be stimulator that was contributing and reason she wanted to turn the stimulation off. Caller stated she was not concerned about patient¿s symptoms returning but would rather patient pee in his pants then have to be catheterized. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports not being able to make adjustment both with or without antenna attached. Caller reports no stimulation sensation and a loss of therapeutic effect. It was reported on (B)(4), the patient was in hospital. The reason for the call was the patient needs to turn stimulation back on. Caller states the patient couldn't urinate and was in hospital for pneumonia from (B)(6). The patient was in rehabilitation from (B)(6). The patient couldn't urinate in hospital for pneumonia until recently. Now cannot get it to turn on. Caller states the patient was urinating all over the place. It was hard to say when it started and the last few days getting worse.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ay16, implanted: (B)(6) 2014, product type: lead. (B)(4).